Event description:
It was reported that during a stenting treatment procedure, the 2.75x12mm promus element stent dislodged in an unspecified vessel. No patient complications were reported. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the unit has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).